Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. No product was returned for investigation. Data was received for evaluation, but the complaint confirmation and probable cause could not be determined via data. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. An exterior visual inspection was performed and passed. Voltage was measured and passed. Pairing test with (B)(4) bluetooth device passed. Transmitter functional tester passed. Data was previously reviewed,  but the complaint confirmation and probable cause could not be determined via data. Complaint confirmation and probable cause could not be determined via device analysis. No additional event or patient information is available.